Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of metal tab breakage. Follow up communication for additional information was unsuccessful. A health hazard evaluation was previously conduced. (B)(4) for all the pertinent details. CAPA (B)(4) was previously initiated to look into the potential redesign of the product as well. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage overtime and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Metal tab on top of mbt keel punch broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.